Event description:
It was reported to the rep by the circulating rn that (1) tct75 was used during a wedge resection procedure. It was reported that the surgeon was using the device on stomach tissue and the device locked out. The case was completed with another instrument and with no pt consequence.